Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician had to retrieve the capsule with a roth net. The pt was not injured following the procedure.